Event description:
Information received by medtronic indicated that the insulin pump had crack on the control panel. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged keypad). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, serial number label missing, cracked case above arrow and battery icon, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (damaged keypad) was confirmed during visual inspection where cracked keypad overlay was noted. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.